Event description:
The customer reported that the transfer device broke off in a PICC line while drawing labs. Reportedly the user connected the transfer device directly to the hub of the PICC line in a standard fashion. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(6) 2015. Internal file number: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.